Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. A search of the complaints databases identified other reports against the femoral head and insert. Per procedure, this device(s) is exempt from device history record review. A search of the complaints databases identified no other reports against the remaining product/lot code combination. X-rays were received and reviewed. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
New etq record created in order to update etq (legacy system) (B)(4). Reason for original complaint: patient was revised to address vertical cup position and metallosis. Update: litigation papers received 3/4/2014. Litigation alleges pain and discomfort. There is no additional information that would affect the outcome of this investigation. The complaint has been updated on 03/27/2014 update 8/18/2015: pfs and medical records received. After review of the medical records for MDR reportability, the pfs alleges high metal ions (no labs provided). The stem is now being added to the complaint. The complaint was updated on: 9/9/2015.